Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Upon further investigation it was determined that the reported malfunction does not have the potential to cause a serious injury.

Event description:
The reporter indicated that the cut in the hose was discovered in sterile processing during a pre-package cleaning. The reporter confirmed there was no patient harm, adverse outcome or alleged injury. There was no delay in the scheduled surgery.

Event description:
It was reported that the hand piece device "had a cut in the hose." It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.